Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: mercury nc, guide wire: whisper, guide catheter: xb 3.0. There was no reported product deficiency. Dissection was listed in the product instructions for use (IFU) as a known adverse event. Specifically, the IFU states that implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass grafting, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and heavy calcification. A whisper guide wire was placed and pre-dilatation was performed. The 2.75 x 15 mm vision stent was implanted; however, a proximal dissection occurred. A 2.75 x 12 mm vision stent was used to treat the dissection. There were no additional adverse patient effects. No additional information was provided.